Manufacturer narrative:
(B)(4). Concomitant medical products: etlw1624c93ej, sn (B)(4), expiration date: 2017-11-22, UDI # (B)(4); etlw1610c156ej, sn (B)(4), expiration date: 2018-07-06, UDI # (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently. A CT scan revealed thrombotic occlusion inside the right and left limbs of the stent graft extending through the bifurcated device to just below the renal arteries. Based on the fact that the patient had pain in the left leg and the lower back in the beginning, the physician suggested that occlusion could have first developed in the left leg and then the right leg, subsequently occluding the terminal regions. The physician also implied that the patient might have a clotting tendency because the dialysis circuit had clogged sometimes when this patient received dialysis treatment. It was also noted that the left side seemed stenosed. It was thought that the stenosis could have been a result of the remolding in the tortuous common iliac artery. An axillofemoral bypass was performed, but the occlusion in the right limb could not be resolved. The patient condition had deteriorated and did not improve. The patient subsequently expired. It was also noted that the patient had presented in the past to the orthopedics department with complaints of lower left limb pain and lower back pain. The physician stated that the cause of the event could not be determined. It was noted however, that as acidosis progressed, non-occlusive mesenteric ischemia developed, and after this the patient's general condition deteriorated, and they eventually expired. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the stent graft occlusion and patient death could not be determined from the films provided. Pre-implant films and angio¿s at implant were not available for review; the blood flow dynamics could not be assessed from the CT¿s provided. CT¿s from 2 weeks post-implant showed initial signs of organized thrombus (~3mm max thickness) around the ID of the aortic body beginning at the bifurcate proximal graft margin. Other than a slight amount of thrombus seen within the ipsi/left limb in the distal sac, both limbs appeared to be free of thrombus and blood flow was seen distal to the limbs; bilaterally. No stent graft kinks or compression was observed. CT¿s returned at 7 weeks showed that the stent graft limbs were both 100% occluded along their entire length. Bilateral blood flow down the legs resumed at the femoral arteries. Little change in the in-vivo stent graft configuration was observed; the aortic body was essentially straight and no stent graft kinks or compression was seen with either of the limbs. However, just distal to the left limb the tortuous left external was found calcified and narrowed down to ~6mm dia. Other than the stenosed left external, analysis of the returned films did not reveal any other characteristics that could explain the observed event. This may also have been caused by a patient condition: the reported blood clotting disorder, poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Films after the axillofemoral bypass was performed were not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.